Event description:
It was reported that a spectrum infusion pump alarming downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR. Ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the downstream occlusion alarm. The device was operating out of specification due to a failed force sensor flex assembly, which is a known contributor to the reported symptom. The failed force sensor flex assembly was replaced.